Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system there was leakage. The following was received by the initial reporter: in the department of radiology, when a nurse is putting an indwelling needle on a patient for contrast examination, the isolation plug of the indwelling needle falls off, causing blood and contrast agent to flow out of the body. It did not affect the medical staff, and the results of the patient's angiographic examination were incorrect, so a new examination was required.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 3080105. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system there was leakage. The following was received by the initial reporter: in the department of radiology, when a nurse is putting an indwelling needle on a patient for contrast examination, the isolation plug of the indwelling needle falls off, causing blood and contrast agent to flow out of the body. It did not affect the medical staff, and the results of the patient's angiographic examination were incorrect, so a new examination was required.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.